Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the doppler for the cs300 intra-aortic balloon pump (iabp) was observed to be broken. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm has advised that the customer has not requested to repair the broken doppler since they use handheld doppler units. No repair has been performed on the doppler. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the doppler for the cs300 intra-aortic balloon pump (iabp) was observed to be broken. Since the event occurred during pm, there was no patient involved and no adverse event was reported.